Manufacturer narrative:
The device sample was not returned for eval at the time of this report. The device history record (DHR) for the reported lot number was received and showed that there were no issues related to functional issues neither on the product nor its components during the MFR of the material. The customer complaint cannot be confirmed since the sample involved in the incident reported or a picture of it was not provided, therefore it is not possible to perform a proper investigation.

Event description:
The complaint was reported as: the complaint alleges that the oxygen connection breaks off easy when trying to connect the oxygen line to the mask. No report of pt injury.